Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood.

Event description:
It was reported that when the lead was connected to an external pacer, loss of capture was noted on the monitor. The lead tested "fine" through the temporary pacer. The physician elected to remove the lead and a new lead was implanted and connected to a new external pacer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.